Event description:
It was reported that the end cap fell off, and the insulin pump alarmed. The blood glucose reading was 7.1mmol/l. It was stated that the device was bumped and cracked. It was also stated that customer had issues with prime/rewind, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarm during basic occlusion test due to loose protruded drive support disk. Unit was received with excessive adhesive around the end cap. Cracked end cap, cracked battery tube threads, cracked reservoir tube lip and window noted during visual inspection.